Event description:
It was reported, there was a hematoma. The patient had a bleeding disorder and it resulted in an open wound at the pocket site. It was noted, the hematoma formed and the implantable neurostimulator (ins) was exposed through the skin. Health care professional wanted to know if the battery could be reused at the tentative revision surgery. Health care provider also inquired if leads needed to be replaced. It was noted, the stimulation therapy was working well for symptoms and the health care provider was hesitant to replace lead due to good therapy results. Follow up reported, the battery was exposed after wound infection. The health care provider created new pocket and replaced the battery. No malfunction of the battery was noted. Follow up reported, there was no patient injury or death. Later follow up reported, there was no infection and the patient had a blood disorder where wounds have a hard time healing. No culture was taken. Patient was doing well after new stimulator was placed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID, 3093-28 lot# va0295r, implanted: 2012 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the incision opened on its own and the battery was removed. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed that the device was functionally okay with insignificant anomalies.